Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent breast surgery on an unknown date and a reservoir was used. The surgeon was unable to get the device to drain. Additional information has been requested. There were no adverse patient consequences.